Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system in pre-operative the screened passing only one vector. The physician discussed benefits and risks with the patient and decided to proceed. The sensing looked good in supine position, and had a successful defibrillation threshold (dft) test. Post implant while optimization, the all vectors failed due to low amplitude. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.